Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the conductor wire of the monopolar curved scissors (mcs) instrument was found to be damaged. The procedure was completed with a backup instrument, with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that is unknown if the conductor wire was intact, broken in half or had the wires exposed. The damage was to the black electrical wire. There are no photographic images for review and patient demographics were not provided.

Manufacturer narrative:
Correction- h8 updated to indicate initial use of device. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: because the instrument could not be removed from the body, it was removed with the cannula, and then the tip of the forceps was destroyed outside the body in order to remove the instrument from the cannula. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken tube extension at the orange plastic section. The main tube is broken and there may be missing pieces, but the size of the missing pieces cannot be confirmed. Thermal damage was not observed. The complaint regarding damage to the conductor wire was confirmed by failure analysis. The probable root cause of a broken tube extension and the broken monopolar conductor wire is attributed to damage during use.

Event description:
Refer to h11 for follow-up information.